Event description:
Individual developed contact lens associated infiltrative keratitis attributable to use of optifree replenish contact lens solution. Amount: few milliliters, daily. Dates of use: greater than 1 year. Event abated after use stopped: yes.